Manufacturer narrative:
(B)(4).

Event description:
(B)(4) (malfunction) reference the same procedure.] According to the reporter: the stapler was placed on the splenic artery hilum and misfired. The staples did not form properly and the artery bled. A second reload with a new endo gia handle was applied and the same thing happened. The instrument jaws would not open so the jaws were cut away from the tissue to be removed. Current patient status: satisfactory was there patient injury/hazard: yes if yes, describe injury/treatment: patient required a two unit blood transfusion was there user involvement?: yes. Was there user injury/hazard?: no. Anatomy involved: splenic artery was the device used in patient: yes. Was there patient involvement: yes. Unanticipated tissue loss? Yes. Unanticipated ext for incision more 1in? No unanticipated blood loss more than 500cc: yes. If yes, how much blood loss? 2 units was the delay over 30 minutes: yes. If yes, did delay affect the patient? Patient required a two unit blood transfusion. Device fragment fall in patient cavity? No. Device fragment left in patient? No what was done to correct condition? A tan reload (B)(4) was used to transect and staple the hilum which was hemostatic comments ftr comment: the hospital gave me two more reloads 030457 with the same lot # to return that were not used and I will include with the return package.nt material used in conjunction with the stapling device? No if yes, a. What was the brand of the material used? B. What was the item code and lot/serial number?

Manufacturer narrative:
(B)(4).